Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patients system was explanted. No other information is available.

Event description:
Related manufacturer reference number 1627487-2019-10368. Additional information received advised that on (B)(6) 2019, the patient underwent a laminectomy procedure. During the procedure, the physician was able to remove the remaining fragments of the paddle lead.